Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after reloading the cartridge. The pump came out of storage mode and customer was unsure how much insulin was in the cartridge. The customer's blood glucose level was 266 mg/dl. Customer was able to successfully load a new cartridge and resume insulin delivery.